Event description:
Customer contacted haemonetics on (B)(4) 2009 reporting that their orthopat machine experienced a blood spill due to the disk breaking at the header arm. No injury or reaction was reported.

Manufacturer narrative:
Eval confirmed the machine experienced a major blood spill. The spill damaged the power supply and other components. This report reflects a product issue identified during a retrospective review of svc records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the svc record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under 21 usc 360i(f). (B)(4).